Event description:
It was reported that pump generated cartridge alarm 20 four times in one morning with four different cartridges, and issue did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridges with guidance from technical support, but alarm continued and insulin delivery could not be resumed, so customer planned to use backup insulin pump while technical support arranged pump replacement and processed an out-of-warranty loaner pump agreement form, after which a loaner pump was sent.